Event description:
Information received indicates, the intermediate right siderail wouldn't latch.

Manufacturer narrative:
The technician found the latch hook was dirty and wouldn't drop down over the latch pin. The technician cleaned the latch assembly to repair the bed.